Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was being used as part of a temporary pacing system. Reportedly, the patient presents sundowner's syndrome and felt disoriented, reason why the patient pulled out the lead and fractured it. The issue was resolved by explanting this lead, and implanting another one to provide pacing support to the patient. The lead was discarded, and is not expected to return for analysis. No additional adverse patient effects were reported.